Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 21.0 mmol/l (378 mg/dl) while wearing the pod longer than 48 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm). Once the pod was removed it was found that the cannula was bent. The patient also reported that they were itchy at the pod site.